Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading was 203 mg/dl at the time of the report. The customer stated that the event occurred immediately after he took a bolus to treat for breakfast. The customer also stated that the insulin pump unexpectedly prompted him to rewind. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.